Event description:
It was reported that this was a pvp (l4) for vertebral fracture on (B)(6) 2026. Trocar insertion was followed by drilling, plunger use, and trial balloon expansion up to 4.5 cc, with no rupture or abnormal findings observed. Subsequently, the stent balloon was inflated. At approximately 2.0 cc, the pressure no longer increased. Additional inflation was attempted; however, the stent did not expand further. The balloon was then removed from the body, while the stent remained in the vertebral body. A trial balloon was inserted into the stent within the vertebral body and re-inflated. As the stent was expanded, cement was injected. After confirming the effect, the outer cannula was removed and the procedure was completed. The surgery was completed successfully within a 30-minute delay. The affected balloon appeared to have a small slit, with saline observed dripping from the balloon. No obvious rupture site was identified upon visual inspection. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. G4: device is not distributed in the united states, but is similar to device marketed in the USA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.